Event description:
It was reported that a user required assistance with an infusion set and cartridge change while using a steel 6 mm contact/detach infusion set, and was inserting the cartridge into the pump chamber with the connector attached, which led to leaking in the chamber until instructed to insert the cartridge by itself. Symptoms included no change in blood glucose and values remained in range. Outcomes included resumption of insulin therapy after successful cartridge insertion and confirmation of drops. Investigation included real-time troubleshooting and user education on correct cartridge and infusion set handling. Investigation of this case revealed that incorrect cartridge insertion technique caused the leak, and proper cartridge-only insertion resolved the issue and enabled normal function. It was concluded, based on previously established findings for similar reports, that user technique error was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.